Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative who reported that during the procedure prior to closing the pump pocket, a suture was placed in the suture loops to reduce the risk of flipping. The plan was to revise the entire catheter at a later date to restore proper therapy.

Manufacturer narrative:
B3 correction/update: the date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 2022-11-30, UDI#: (B)(4) h6: the previously applied results code 3221 remains applicable to the pump. The results code 4114 pertain to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider vi a company representative. During refill visit in may, the physician was unable to refill pump and had determined that the pump flipped. The patient had a change in pain relief approximately in may. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). Environmental/external/patient factors that may have led or contributed to the issue was noted as having been unknown. A pump pocket revision occurred on (B)(6) 2021. Upon opening the pocket, the catheter was twisted multiple times requiring the physician to unwind catheter. It was noted that cerebrospinal fluid (csf) was not restored by this. The twisted portion of catheter was removed and replaced with a pump segment revision kit. It was further reported that csf flow still not restored. The catheter tip was seen on x-ray in the expected location. The incision at the anchor was opened. A sharp bend greater than 90 degrees was noted at the anchor. This was released as best he could, but csf flow remained blocked. The physician closed and was to discuss a full catheter revision with the patient. The issue was not resolved. The pump was noted as having administered prialt (ziconotide) with concentration 25 mcg/ml at a dose rate of 1.2 mcg/day. The patient¿s weight and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported that the patient's pump was flipping and the pump was unable to be refilled. The healthcare provider (hcp) indicated surgery is scheduled for (B)(6) 2021 to orient the pump correctly. There were no known environmental or external factors that may have lead or contributed to the issue. No diagnostics or troubleshooting were reported. The issue was not resolved at the time of this report. The patient's weight was asked but unknown. The patient's medical history was asked but unknown. The patient was alive with no injury at the time of this report.